Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and ams elevate were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence and prolapse. It was also reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. It was further reported that patient experienced, prolapse, stress urinary incontinence, pain and dyspareunia and underwent removal on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with ams elevate implant into the patient, cystoscopy and elevate anterior prolapse repair due to grade 2 cystocele, stress urinary incontinence and prolapse. It was also reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, dyspareunia and has undergone additional surgeries and revisionary procedures. It was further reported that patient experienced, prolapse, stress urinary incontinence, pain and dyspareunia and underwent removal on (B)(6) 2013.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.